Manufacturer narrative:
(B)(4).

Event description:
Hold for am 11.15 it was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.